Manufacturer narrative:
The investigation determined that lower than expected b-hcg results were obtained from a level 3 non-vitros mas omni immune quality control (qc) fluid lot oim2612 when tested using a vitros immunodiagnostics product total b-hcg ii reagent lot 4710 on a vitros xt 7600 integrated system. The assignable cause of the lower-than-expected qc sample results could not be determined. Calibration responses were within allowable ranges; however, suboptimal calibrations could not be entirely ruled out as a contributing factor of the event. Historical qc data revealed accuracy and precision concerns, but the number of data points were not sufficient to confirm or exclude a reagent-related issue. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros bhcg ii reagent lot 4710. The customer was requested to perform a diagnostic precision test to verify the performance of the vitros xt 7600 integrated system. However, the customer declined. As a result, an instrument-related issue cannot be ruled out as a contributing factor to this event. The customer stored the qc fluids in a freezer and thawed for one hour in the refrigerator prior to use, which does not meet non-vitros mas requirements for room-temperature thawing and immediate use. Therefore, improper pre-analytical qc fluid handling could not be ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected b-hcg results were obtained from a level 3 non-vitros mas omni immune quality control (qc) fluid lot oim2612 when tested using a vitros immunodiagnostics product total b-hcg ii reagent lot 4710 on a vitros xt 7600 integrated system. Mas lot oim2612 level 3 qc fluid results of 317.63 and 330.76 miu/ml vs. The expected result of 788.82 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros b-hcg ii results were from non-patient fluid and were not reported from the laboratory. The customer did not give any indication that patient results had been affected, and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 612639.